Event description:
The manufacturer received information alleging a ventilator alarmed indicating the internal and external batteries were depleted. The device was connected to ac power at the time of occurrence. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log confirmed the allegations. During the occurrence of the alarm the internal and external batteries were at 96% charge. The suspected cause of the alarms is a defective system pca. The system pca was replaced and subsequently the device passed all tests.